Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger was not properly charging his batteries. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (not charging batteries) has been confirmed. Upon investigation, the battery charger/modem was unable to recharge a battery. The cause for the failure was isolated to a contaminated battery board. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement charger/modem.